Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) delivered true pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) was consulted and explained there's no confirmation of left ventricular (lv) lead loss of capture (loc) as electrogram (egm) was not stored. The device remains in service. No adverse patient effects were reported.